Event description:
It was reported that the instrument broke during surgery. Some of the broken pieces of the instrument could not be removed from the pt.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.